Manufacturer narrative:
(B)(4). A partial UDI is being reported because the lot number was not provided. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Although a conclusive cause for the reported difficulty to remove the device could not be determined, the treatment appears to be related to procedural circumstances and there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The puncture was reported to be an antegrade. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with antegrade punctures. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement was attempted in an unspecified vessel with a proglide device using the preclose technique prior to an interventional procedure to treat a popliteal aneurysm in an antegrade puncture. The first proglide device was successfully placed using the preclose technique. The second proglide device was attempted to be placed using the preclose technique. The device became stuck at the access site. The proglide device was successfully removed with difficulty. The method used to achieve hemostasis was not specified. The name of the physician was not provided; therefore, it is not known if the physician is trained in the use of the proglide device or established in the preclose technique. No additional information was provided.